Event description:
It was reported that on (B)(6) 2026, a patient presented with grade 4 functional mitral regurgitation (mr) and an enlarged atrium for a mitraclip procedure. During the procedure, there was unintended movement of the steerable guide catheter (sgc) on the stabilizer. During grasping attempts, the sgc would not hold its position in the anterior/posterior direction. The physician held the sgc where attached to the stabilizer during grasping to mitigate this. A mitraclip was implanted successfully and the procedure was discontinued. There were no adverse patient effects or clinically significant delays reported.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be filed with additional information.

Manufacturer narrative:
All available information was investigated. The returned device analysis was unable to confirm the reported difficulty holding position after anterior/posterior rotation. The reported user concern regarding anterior/posterior rotation stability could not be replicated in a testing environment. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. Based on available information, a cause for the reported unintended movement (difficulty holding position after anterior/posterior rotation) could not be conclusively determined. The reported user concern is a cascading event of the unintended movement and relates to design changes for the newest generation of devices. The reported unexpected medical intervention was a result of case-specific circumstances. There is no indication of a product quality issue with respect to manufacture, design, or labeling.